Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the stylet part of the needle was allegedly bent. It was further reported that the firing button was a bit stuck but still can be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the stylet part of the needle was allegedly bent. It was further reported that the firing button was a bit stuck but still can be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical devices were not returned for evaluation. One electronic photo was provided and reviewed. The provided photo shows one maxcore needle and the device is partially visible, and the stylet of the device was noted to be bent. No additional anomalies were observed. Based on the photo review the reported needle bent issue can be confirmed for one device. However, due to the absence of supporting evidence, the reported material twisted /bent remains inconclusive for the remaining two devices and the investigation is inconclusive for reported failure to fire for all the three devices as no evidence was provided. A definitive root cause for the alleged needle bent and failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.